Event description:
Per the clinic, the patient experienced swelling and pain subsequent to sustaining a head trauma at the implant site (specific date not reported) . Following, the patient experienced poor performance and sound quality with the device. Troubleshooting, hardware exchange and reprogramming attempt attempts were made; however, the issue could not be resolved. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.